Event description:
During set up phase prior to surgery the t handle driver (6541-4-800) was handled and liquid (substance) excreted out of the attachment piece.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.